Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the battery compartment was cracked. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 6/16/15. Device evaluation: the device has been returned and evaluated by product analysis on 06/02/2015 with the following findings: no cracks found in battery compartment. Case is cracked near top right corner of display. Moisture visible in display. Leak test verifies leak at crack in case. Pump opened and moisture damage found on printed circuit board. Unrelated to the complaint, the display is dim; letters have a red hue.